Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned for analysis. The reported dislodged stent was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined a conclusive cause for the reported difficulties cannot be determined.

Event description:
It was reported that the 2.25x28 mm xience alpine stent delivery system (sds) was removed without resistance from the packaging hoop and it was noted the stent had dislodged from the balloon and was on the mandrel. No attempt had been made to remove the protective sheath. There was no patient involvement and no clinically significant delay in the procedure. An unspecified sds was used to complete the procedure. No additional information was provided.